Manufacturer narrative:
Difficulty walking, cognitive issues, and numbness are known side effects listed in the information for prescribers. This was a complaint received through the company website with limited information. The investigation has not been completed yet. This report will be updated if additional details are received. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following focused ultrasound treatment for essential tremor, the patient reported difficulty walking, cognitive issues, and numbness on left arm and hand. These symptoms persisted over a period of 15 months after the treatment. In addition, the patient underwent physical therapy for 6 months. The patient also reported MRI imaging showing a stroke. Treatment lesions may appear to be a stroke in mr imaging, and it is assumed that the mr imaging in this case displayed the treatment lesion and not an actual stroke.

Event description:
Following focused ultrasound treatment for essential tremor, the patient reported difficulty walking, cognitive issues, and numbness on left arm and hand. These symptoms persisted over a period of 15 months after the treatment.. In addition, the patient underwent physical therapy for 6 months. The patient also reported MRI imaging showing a stroke. Treatment lesions may appear to be a stroke in mr imaging, and it is assumed that the mr imaging in this case displayed the treatment lesion and not an actual stroke.

Manufacturer narrative:
Difficulty walking, cognitive issues, and numbness are known side effects listed in the information for prescribers. This was a complaint received through the company website with limited information and no additional information about this case could be collected from the site. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.